Event description:
It was reported that the patient presented with rv (right ventricular) lead polarity switch to unipolar, with low bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524-45 lead implanted: (B)(6) 1998. (B)(4),